Event description:
It was reported that the patient had a catheter replacement due to a possible granuloma at the tip of her catheter. It was also stated that, at that time, the patient¿s pump was replaced with a pump of larger size. It was noted that the patient had a CT scan after the replacement and no granuloma was seen; however, it was unclear why the CT scan took place after the event. The drug used in this system was unknown. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information: the granuloma was suspected at the catheter tip due to return of pain and lack of pain relief. The patient outcome was unknown. The explanted pump and catheter were sent to the hospital's pathology lab as a part of protocol. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial#: (B)(4), product type: programmer, patient; product ID: 8709, lot#: j10811r35, product type: catheter; product ID: 8596sc, serial#: (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).